Manufacturer narrative:
Continuation d10: lead: 6935m62, 429878, 5076-52 implant date: (B)(6) 2017 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device exhibited atypical motor starts and high power. The vad remains in service. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of device history records was not performed as the reported event and analysis are not related to manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2023 at 09:45:10, (B)(6) 2023 at 21:45:11, (B)(6) 2023 at 01:05:14, (B)(6) 2023 at 00:54:48, (B)(6) 2023 at 00:16:18, (B)(6) 2024 at 09:43:31, (B)(6) 2024 at 08:33:41, (B)(6) 2024 at 00:02:34, (B)(6) 2024 at 17:02:49, (B)(6) 2025 at 07:40:17, (B)(6) 2025 at 00:31:05, (B)(6) 2025 at 22:03:37, and (B)(6) 2025 at 23:54:47, in which parameters were atypical. As a result, the atypical motor start finding was confirmed. In addition, log file analysis revealed power consumption was within normal operating range during the analyzed period. As a result, the reported high-power event could not be confirmed; however, the increased power consumption required by pump start event following the atypical motor start event was likely perceived as the reported high-power event. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.